Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest and expired on the same day as a result of exposure to naturalyte and/or granuflo which was administered during dialysis treatment.